Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that "error 1720" was recorded in history. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during a routine testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.